Manufacturer narrative:
On 8/15/97, follow up info from the physician was that the pt was lost to follow up. He was unable to confirm if the symptoms were ongoing. The pt alleged scarring at the involved site.

Event description:
A pt was treated on 1/31/97 to the upper and lower vermilion borders of the lips. Approx 4-6 hours after treatment, the pt became aware of bruising and pain at the right upper vermilion border. On 2/3/97, she presented with pain, erythema, swelling and an ulceration at the right upper vermilion border treatment site. The physician diagnosed a local necrosis and prescribed duricef and hytone cream. On 2/5/97, the pt presented with a 3-4 mm crust at the site.